Event description:
During routine assessment of checking for blood return, nurse found three intracardiac lines to have a hairline crack in distal end which attaches to other IV tubing. Md notified and line discontinued. Dates of use: 2009. Diagnosis or reason for use: heart defect repair. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.